Event description:
It was reported that the expired product which led to infusion set leak and patient experienced high blood glucose levels and treated with syringe on (b)(6)2025.

Manufacturer narrative:
E1: Patient city: (b)(6)patient country: BrazilName:(b)(6) . Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.